Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient's blood glucose reading was as high as or over 500 mg/dl with symptoms of polyuria, polydipsia, nausea, vomiting and extreme drowsiness. It was reported that the patient was treated by medical personnel at the emergency room with intravenous fluids and insulin via the pump. The patient allegedly remained on pump therapy with recent adjustments to the basal rate settings. The reporter stated that there was an intermittent power issue with the pump. Reportedly, there were no damages to the battery compartment or cap and the cap was able to tighten properly. The reporter noted that the pump did power on with a new battery from a different pack and review of alarm history did not find any replace battery warnings that could account for the power loss/rebooting issue. Troubleshooting was unable to resolve the reported power issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged power issue of unknown cause.